Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the moderately tortuous bile duct. A mustang balloon catheter and a 035/145 amplatz super stiff guidewire were selected for use. However, when the balloon catheter pass through the wire, it was caught in the wire body and was unable to inserted further. It was noted that the proximal part was bulging. Both devices were removed together and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.